Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on 9/21/2016. A visual inspection showed no physical damage to the autopulse, however the drive shaft appeared to be sticking. This is unrelated to the reported complaint, and can occur as a result of normal wear and tear to the device over time. Autopulse s/n (B)(4) was manufactured on 03/03/2015. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive indicated no occurrences of ua41 (patient temperature sensor failure) on the reported date of (B)(6) 2016. According to the archive the autopulse was running for 7 minutes with 478 compressions on (B)(6) 2016 without issues. Multiple ua41 faults had occurred on (B)(6) 2016 but were gone the next day. The customer's primary complaint of ua41 on (B)(6) 2016 was not confirmed however ua41 faults were occurring on (B)(6) 2016. The initial functional test found no issues. The autopulse ran for 45 minutes with no user advisory faults occurring. The service technician replaced the temperature sensor to prevent ua41 errors from occurring in the future, and deburred the clutch plate to resolve the 'sticky' drive shaft. In summary; the customer complaint of ua41 could not be confirmed for the reported date but had occurred on the previous day. Ua41 did not occur during testing of the returned device. The service technician replaced the temperature sensor to prevent ua41 errors from occurring in the future, and deburred the clutch plate to resolve the 'sticky' drive shaft. After servicing the autopulse ran for 30 continuous minutes without any problems. Final testing was performed and the device passed all current specifications. User advisory error messages are designed into the platform when one of several conditions is detected. Ua41 occurs when the temperature sensor is outside of normal range of 45°c during power-on self test or during takeup.

Event description:
The customer reported that the autopulse was displaying user advisory (ua) 41 (patient temperature sensor failure) during their shift check. No patient was involved.